Event description:
Gamma nail broke after being implanted for 1.5 years. This event did not occur during a surgical procedure and did not result in any adverse consequence for the patient.

Manufacturer narrative:
Upon receipt of the complete catalog number with the investigation report, it was determined that this is a custom device that is not marketed in the us. Therefore, no additional information regarding this event will be provided.